Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a ventilator's lcd screen was blank and the device would not power down. The device's lcd screen and system board were replaced to address the issues.